Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Competitive atrial pacing due to low p-waves resulted in false automatic mode switch episodes. Device reprogramming was recommend and the patient was stable.